Event description:
It was reported that the patient presented post-implant for follow up. Upon device interrogation, the leadless pacemaker exhibited loss of capture. The device had dislodged and migrated into the right pulmonary tract. The device was explanted and replaced. The patient was stable.